Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reports that the patient was revised on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. Review of invoice history confirms the initial surgery date of (B)(6) 2010 and the (B)(6) 2013 revision date. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and competitor acetabular cup. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirmed patient underwent a left hip revision on (B)(6) 2013 due to aseptic acetabular loosening. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01302 / 01303).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel reports that the patient was revised on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. Review of invoice history confirms the initial surgery date of (B)(6) 2010 and the (B)(6) 2013 revision date. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet modular head and competitor acetabular cup. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.